Event description:
The reporter stated that a patient who had a biopatch dressing on an intra jugular catheter, experienced recurrent episodes of bleeding several hours after every application of the biopatch dressing. The dressing was applied every 2-3 days due to soaking with blood, instead of every 7 days. Gauze dressings had been used previously which did not elicit the same reaction. The patient recovered from the bleeding.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.